Event description:
Product analysis was completed on the returned generator. The reported high impedance and low output current were not duplicated in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently reported incorrect information d1 brand name, corrected data: supplemental #01 report inadvertently did not update to the generator product information d2 type of device, corrected data: supplemental #01 report inadvertently did not update to the generator product information d4, corrected data: supplemental #01 report inadvertently did not update to the generator product information d6a if implanted, give date, corrected data: supplemental #01 report inadvertently did not update to the generator product information d6b if explanted, give date, corrected data: supplemental #01 report inadvertently did not update to the generator product information d9 device available for evaluation?, corrected data: supplemental #01 report inadvertently did not update to the generator product information f10 adverse event problem, corrected data: supplemental #01 report inadvertently left out codes 'a1207' and 'g04064' h3 device evaluated by MFR? , corrected data: supplemental #01 report inadvertently left blank h4 device manufacture date, corrected data: supplemental #01 report inadvertently did not update to the generator product information h6 adverse event problem, corrected data: supplemental #01 report inadvertently left out codes 'c0205' and 'd1102'.

Event description:
It was reported that there was fibrotic tissue within the generator header, which is an obstruction which prevented the lead pin from being fully inserted into the header. Which is also likely the reason the impedance values were fluctuating.

Event description:
The patient was referred for generator replacement surgery. High impedance was seen in pre-op. Upon opening the chest pocket, fibrosis was found around the generator/connector pin. Upon removing the fibrotic tissue and replacing the generator, the high impedance resolved. No additional relevant information has been received to date.